Event description:
A peritoneal dialysis (pd) patient reported having an infection in the abdomen as well as having a scheduled catheter removal for the follow day. In additional follow-up, a pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital. The patient had a pd culture obtained which revealed growth of the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The nurse confirmed the patient had the pd catheter removed and received intra-venous (IV) cefepime and vancomycin (dose not provided). Additionally, the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unspecified date, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and will continue outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was directly attributed to a breach in aseptic technique as the patient self-reported vision difficulty when performing pd treatment due to concomitant cataracts and glaucoma.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the organism enterococcus faecalis which are bacteria normally found in human intestines and are often associated with peritonitis from touch contamination/breach in aseptic technique. Based on the reported information, the peritonitis can be attributed to a breach in aseptic technique as the patient self-reported vision difficulty when performing pd treatment due to concomitant cataracts and glaucoma. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having an infection in the abdomen as well as having a scheduled catheter removal for the follow day. In additional follow-up, a pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital. The patient had a pd culture obtained which revealed growth of the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The nurse confirmed the patient had the pd catheter removed and received intra-venous (IV) cefepime and vancomycin (dose not provided). Additionally, the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unspecified date, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and will continue outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was directly attributed to a breach in aseptic technique as the patient self-reported vision difficulty when performing pd treatment due to concomitant cataracts and glaucoma.